Manufacturer narrative:
The insulin pump was programmed and monitored for 1 day no blank display or no motor error noted. The insulin passed the functional testing including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. All operating currents are within specification. Low battery alarm and off no power alarm functions properly. No motor error alarm noted during bolus and basal delivery and the motor was tested outside of the device and passed. However, the insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed a motor error alarm and shut off. Customer's blood glucose was unknown. Customer reported the device did not alarm a low battery alert prior to the off no power alert. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.